Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right coil had migrated out of her fallopian tube") and genital haemorrhage ("heavy bleeding/ abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On (B)(6) 2016, 391 days after starting essure, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), weight increased ("weight gain"), myalgia ("severe muscle pain") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, back pain, weight increased, myalgia, alopecia and procedural pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, dyspareunia, back pain, weight increased, myalgia, alopecia and procedural pain to be related to essure. The reporter commented: that she and her healthcare provider were investigating where the right coil migrated to and the best option for removal. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: hysterosalpingogram result was right coil had migrated out of fallopian tube. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an hysterosalpingogram revealed that right coil had migrated out of her fallopian tube (seen as dislocation) and she had abnormal heavy bleeding. A bilateral salpingectomy was performed 15 months after insertion. Both events are anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer had severe pelvic pain and dislocation was detected around 1 year after insertion. Given the nature of this event, a causal relationship with essure cannot be excluded. Regarding the event abnormal heavy bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. Since the event occurred after she underwent the essure procedure, causality was regarded as related. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right coil had migrated out of her fallopian tube / essure device"), pregnancy with contraceptive device ("pregnancy (termination)") and genital haemorrhage ("heavy bleeding/ abnormal heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: iud from 2010 to (B)(6) 2013. Concurrent conditions included overweight. Concomitant products included ibuprofen (ibuprofen) since 2015 and sertraline (zoloft) from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced breast pain ("right breast pain"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bladder pain ("bladder pain"), burning sensation ("burning") and urinary tract infection ("utis"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 1 year after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), myalgia ("severe muscle pain"), mood swings ("mood swings"), depression ("depressed"), emotional disorder ("emotional"), swelling ("swelling") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, back pain, weight increased, myalgia, alopecia, procedural pain, vaginal haemorrhage, menorrhagia, emotional disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, breast pain, swelling, bladder pain, burning sensation, urinary tract infection and abdominal pain outcome was unknown and the genital haemorrhage, mood swings and depression was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder pain, breast pain, burning sensation, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, myalgia, pregnancy with contraceptive device, procedural pain, swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: that she and her healthcare provider were investigating where the right coil migrated to and the best option for removal. Failure to occlude right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: right coil had migrated out of fallopian tube ultrasound scan vagina - on (B)(6) 2016: migration of essure device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mood swings, depressed, emotional, bladder problems or changes, urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, right breast pain, swelling, bladder pain, burning, utis, pregnancy (termination), abdominal pain, device ineffective" were added. New reporter was added. Lab data was added. Contraceptive medication was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an hysterosalpingogram revealed that right coil had migrated out of her fallopian tube (seen as dislocation) and she had abnormal heavy bleeding. A bilateral salpingectomy was performed 15 months after insertion. Both events are anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer had severe pelvic pain and dislocation was detected around 1 year after insertion. Given the nature of this event, a causal relationship with essure cannot be excluded. Regarding the event abnormal heavy bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. Since the event occurred after she underwent the essure procedure, causality was regarded as related. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.